Event description:
It was reported by the customer that before use, a helium leak was discovered in the cardiosave intra-aortic balloon pump (iabp). In addition, the customer informed that the patient was not connected to the iabp; therefore, there was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that a helium leak was discovered in the cardiosave intra-aortic balloon pump (iabp). In addition, the customer informed that the patient was not connected to the iabp; therefore, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm found the o-ring broken in two pieces. To solved the issue, the stm replaced the o-ring and completed the service by performing a calibration verification, functionality, and safety checks. All passed to factory specifications. The iabp was returned to the customer and released clinical use.

Event description:
It was reported by the customer that a helium leak was discovered in the cardiosave intra-aortic balloon pump (iabp). In addition, the customer informed that the patient was not connected to the iabp; therefore, there was no patient involvement, and no adverse event reported.